Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was attached to a patient and contained biotherapy when it separated below the drip chamber and spilled. The customer provided photos of the separation site. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated under the drip chamber and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the drip chamber outlet port. Functional testing was not performed due to the separation which was leaking fluid. Visual inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the tubing was attached to a patient and contained biotherapy when it separated below the drip chamber and spilled. The customer provided photos of the separation site. There was no patient harm.